Event description:
I have a st. Jude pacemaker, I have been reporting to my doctor that it is receiving electronic signals, and that it makes noises as if it's a cell phone on vibrate. I have had several pacemaker tests, and they say it's ok. I am worried that something is terribly wrong with the pacemaker even though they say its ok. I can hear cb, active, cell phones, and other noises coming from my left chest wall, and no one can say that's ok. It never happens when I am tested. I would like to know if this pacemaker has been recalled, or has some type of defect. It was on placed in (B)(6) 2008. Dates of use: (B)(6) 2008 - (B)(6) 2012. Reason for use: doctor accidently pierced pt's heart.